Event description:
The pt underwent a diagnostic procedure. The puncture was medial, in the common femoral artery. The physician closed the arteriotomy with the closer tsl 6 fr. Device. The pt was discharged from the hosp and returned 01/14/2000 presenting with claudication and weak pulses. An angiogram demonstrated that an intimal flap posterior to the arteriotomy had been stitched to the arteriotomy. The artery was surgically repaired on 01/14/2000. The pt recovered without further incident.